Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion, prime/compromised force sensor system, excessive no delivery, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08730 inches. No excessive no delivery alarms noted. The device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. The device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 672 mg/dl. The customer's current blood glucose is 105 mg/dl. The customer was treated by insulin pen. Troubleshooting was done for high blood glucose and under delivery. Customer reported that they were contacted to their health care professional¿s. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege pump was under delivering because customer had high blood glucose level and then went to diabetic ketoacidosis. The insulin pump will be returned for analysis.